Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient was charging too often. Representative (rep) stated that the ins was taking a ¿super long time¿ to charge up. Rep stated that on the pc the charge was showing as ¿excellent¿ but all the sessions on the tablet were showing as ¿fair¿, it took 1.5 hours to charge to 20-30%, and there was no specific event that prompted this change in charging, rep did not have another charger to try. Technical services did not verify the speed of the charge. It was noted patient was complaining about it took 90 minutes to get ins charged 30% and controller showed excellent connection, the rep tablet showed all the recharge sessions as just fair connection, she was charging much quicker initially. It was stated it had been taking longer to charge just in the last month. No further complication and no symptoms were reported.

Manufacturer narrative:
Product ID: 97755, serial# (B)(4), product type: recharger. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient originally had excellent charging capability, but over the previous month ((B)(6) 2018) charging was slow. It was unknown what led to the issue. The replacement of the recharger resolved the issue of the patient taking a long time to charge. The information was confirmed with the physician. No further complications were reported or anticipated. MDR decision corrected to not reportable.  No additional supplementals required unless additional information received indicates reportable event.